Manufacturer narrative:
(B)(4). This complaint is for a report of a check your position alarm. The patient stated that there was air in the patient line. Used sample was not returned to baxter therefore complaint could not be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center to report a check your position alarm on the home choice (hc) machine during fill 1. The hp stated she had a lot of air in the patient line and requested to end therapy. The technical service representative (tsr) assisted with ending therapy. On (B)(6) 2011 product surveillance spoke with the hp who stated that after starting over with new supplies, no further issues occurred. The hp stated this was an isolated event and she confirmed no adverse event or medical intervention resulted from this incident.